Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis. In addition, the suture sleeve from one of the leads had migrated through the skin, possibly causing the infection. A revision was performed and the ICD along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. There were no additional adverse patient effects reported. This explanted lead was not returned for analysis.